Event description:
The physician used this catheter and the patient got cellulitis. Patient: female. Cellulitis developed in (B)(6) 2012 (specific date unknown). The patient has had recurring cellulitis; however, 3 pleural cultures done are all negative. The patient was only treated with neosporin and oral augmentin for the cellulitis. The patient also had pneumonia and was given IV antibiotics for the pneumonia. The catheter is not being removed. An attending physician is supposed to see patient on (B)(6) 2012, to determine the progress of the cellulitis. No defect with the product was reported and there is no other information available. On (B)(6) 2012, the customer confirmed the lot of the catheter is (B)(4).

Manufacturer narrative:
(B)(4). Na was chosen as adverse event is not available. As 3 patients developed cellulitis, this is report 3 of 3. Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of complaint data identified a previous failure mode of similar nature but was not able to identify any potential source or root cause to the reported failure mode. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A definitive root cause could not be identified for this failure mode as a complaint sample was not provided for evaluation. A corrective action plan is not required since a definitive root cause was not identified for this failure mode. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes.